Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Additional information requested and received. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendectomy- "case performed at 8pm. When deploying the bag, the bag fell off the shaft before flicking the string off the handle. It wasn't noted that the handle required and stronger force than normal to deploy. It wasn't noticed that the bead malfunctioned. The string/loop was still attached. Didn't notice the metal prongs being exposed. There was no injury or associated illness to the patient during or after the event". Add info received via email from applied medical team member october 2, 2016 - the bag fell of during deployment. The metal prongs weren't exposed before placing the shaft through the trocar, and wasn't exposed before deployment. The surgeon is not a new inzii user. More than one unit was used in both procedures and they were from the same batch. For cer 2016-0766, the bag completely fell of the prongs on deployment. The metal prongs were exposed at deployment. Add info received via email from applied medical team member september 19, 2016 - type of intervention- "awaiting further information from the surgeon. The surgeon managed to place the appendix in the bag that had fallen off, but required extra work/fiddling to open the bag". Patient status - patient is healthy.